Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total colectomy procedure, at the first firing, the reload was attached to the handle, opening and closing check was performed and there was no problem. The surgeon inserted the device via a trocar and approached to rectum and closed the jaws. The surgeon pressed the green button and tried to squeeze the handle, but the handle was stiff, and it was unable to be squeezed. Therefore, both the handle and the cartridge were replaced with new ones, the new device approached to rectum again and completed the resection. No injury.